Event description:
It was reported that the customer was hospitalized for high blood glucose levels and a stroke. Blood glucose values were not reported. A review of the insulin pump settings is correct. No troubleshooting was performed as customer does not remember how to use the insulin pump. The husband also does not know how to use the insulin pump. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.